Manufacturer narrative:
A ge service rep performed an on site investigation. No additional info is available.

Event description:
The customer reported that the capacitor was defective. No pt injury was reported.